Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodge occurred. During angioplasty, a 16 x 3.50mm rebel bare metal stent delivery system (sds) was advanced to the 'local' of the lesion but the physician realized the anterior portion of the lesion required dilation and removed the sds. When the device was removed, the stent was released from the balloon and fell on the hemodynamic table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The shafts, tip, markerbands, and balloon were microscopically and visually examined. Blood was present inside the guidewire lumen. The balloon had stent impressions and was slightly unfolded, indicating that pressure was applied to the balloon. Product analysis confirmed the reported event, as the stent was not attached to the balloon or returned for analysis.

Event description:
It was reported that stent dislodge occurred. During angioplasty, a 16 x 3.50mm rebel bare metal stent delivery system (sds) was advanced to the 'local' of the lesion but the physician realized the anterior portion of the lesion required dilation and removed the sds. When the device was removed, the stent was released from the balloon and fell on the hemodynamic table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.